Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse performed initial inspection and observed the unit starting in restart screen the fse replaced the power switch cable to address the reported problem. Unit passed required performance verification tests per philips standards. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the unit restarted. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit restarted. Patient involvement is unknown.